Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed sodium (na) result on a patient sample when processed on a dimension exl system. Quality control (qc) were within the ranges for this assay. Siemens is investigating the event.

Event description:
A discordant falsely depressed sodium (na) result was obtained on a patient sample processed on a dimension exl system. The falsely depressed result was not reported to the physician(s). The same sample was reprocessed on the original dimension exl system and on an alternate dimension exl system. The reprocessed results were higher compared to the initial result and were considered correct. The higher reprocessed result from the original system was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) result.

Manufacturer narrative:
Additional information (08-mar-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the available instrument data logs. Hsc observed that the dilution check factor was within the normal range. Calibration and quality control recovered within the customer's expected ranges. The customer has performed standard troubleshooting on the integrated multisensor technology (imt) system as whole by priming all the imt reagents, checking the tubing condition, aligning imt pump and replaced the imt sensor. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2024-00085 was filed on 01-mar-2024.